Event description:
The reporter states the screw broke during surgery and an alternate was used.

Manufacturer narrative:
Summary of evaluation: based on the mentioned facts of this case, the surgeon did not use the appropriated drill for drilling that pilot hole. The excessive build up of insertion torque caused the breakage of the screw.